Event description:
On (B)(6) 2018, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022, the patient experienced yellowish drainage coming from the peg stoma and was treated with cefuroxime axetil for 10 days, which she finished. The drainage improved but was still present. On (B)(6) 2022, the patient was still having yellowish drainage and started amoxicillin for 10 days.

Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.